Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 36 and 48 hours. The pod's cannula reportedly came off the infusion site (arm). It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the fluid path found no evidence of the reported leak. Cracks were observed on the top and bottom housing. The timing and cause of the observed cracks could not be determined.